Event description:
Pt called to report adverse events she experienced while using her medtronic neurostimulators. Pt stated she had been receiving radio frequency ablation procedures since approx the end of 2009. Pt reported that last year, in (B)(6) 2015, she received first and second degree burns after a radio frequency ablation procedure. Pt stated she received burns multiple times after this. All together pts received first, second and third degree burns on her upper back, lower back, shoulder and buttocks. Pt described her burns as deep wounds, throbbing pain, and missing skin at site. Pt said she saw a wound care specialist for months to treat her burns and she was told she tested positive for an infection. Pt said her neurostimulators were "out of whack" and the vibration effects were not working properly and the device would shut down. Pt stated she met with a medtronic rep, (B)(6), who said nothing was wrong with the device, yet he reprogrammed it. Pt reported that on (B)(6) 2016, she was burned again, this time it was a first degree burn on her shoulder. She said she can still feel the burning pain, and has severe burning sensation in her head which causes her to feel nauseous. Pt sought treatment at ER and was given medication for burns and a CT scan to make sure her head was okay. Pt stated she then saw her pcp and was told the severe burning in her head was likely nerve pain and given medication to help treat it. Pt is concerned and scared as nobody is helping her, instead she feels the treating physician and medtronic are being defensive and don't want to be at blame for her burns and pain. Pt said she was informed by a medtronic rep last week over the phone that she never should have received radio frequency ablation while having neurostimulators implanted because it could cause tissue damage, burns and even death. Pt is extremely concerned that more damage, that is not visible, has taken place. Pt also reported that she was made aware that neither medtronic nor the treatment physician of the ablation procedures ever reported her adverse events to the FDA. Pt desperately wants help and testing to determine if more, permanent damage has been done to her.